Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue; however, no response was received and no additional information could be obtained. Customer¿s blood glucose level was 385 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.